Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a battery out limit alarm. Customer's blood glucose was unknown. Alarm was received while customer attempted to change battery while sleeping and sick. Customer received assistance in clearing alarm. Customer also reported of receiving an off no power. Customer declined troubleshooting. Customer was advised to monitor insulin pump.